Event description:
A customer contacted beckman coulter inc. (Bec) reporting that during the installation procedures on the unicel dxh 800 coulter cellular analysis system, the wash block was leaking diluent/blood onto the tube caps. The customer was wearing personal protective equipment (ppe) consisting of gloves, gown, and eye protection at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No change to patient treatment attributed to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and discovered a faulty fitting at the sweep flow manifold. The fse found the barrel of the fitting was cracked causing micro bubbles in the sweep flow lines. The fse replaced the fitting and verified repairs per established procedures. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).